Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in malaysia. This is related to (FDA audit-observation #7 from (B)(4)). Based on the available information this is deemed to be a serious malfunction. The endotracheal tube ventilator adapter disconnects easily from the ventilator. This could lead to a serious adverse event. The patient will not be adequately oxygenated if the delivery system is not functioning as intended. Respiratory decompensation could put the patient at risk for hemodynamic instability. Additionally, there are risks involved in extubating and reintubating (with a new device) a patient who require mechanical ventilation and is not capable breathing on their own. Reported to the FDA on (B)(6) 2013.

Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). The complaint was received by (B)(6) 2012, from kimberly clark corporation for product endotracheal (paediatric) tube size 3.0mm. Customer complaining: "the connector of the green endotracheal tube got disconnected".